Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was not returned to zoll medical corporation for evaluation. However, the device's clinical data of the reported malfunction was provided. The reported malfunction was observed during review of the clinical data. Review of the 9 second trace that was analyzed and deemed shockable confirms large deflections in the signal caused by motion artifacts. These artifacts raised the qrs detection threshold, in turn causing the qrs detector to miss qrs complexes causing high variability. Motion artifacts introduced by therapy pad movement, CPR, or patient movement through an analysis period may negatively impact analysis outcomes. The zoll AED pro operator's guide states: "a patient must be motionless during ECG analysis. Do not touch the patient during analysis. Cease all patient movement by stretcher or vehicle before beginning ECG analysis in semiautomatic mode. The intended users section of the operator's guide states: "in semiautomatic (bls) mode, the AED pro unit is intended to be used by rescuers and emergency care personnel who have completed training and certification requirements applicable to the use of a defibrillator where the operator controls delivery of shocks to the patient." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the patient subsequently expired.